Event description:
It was reported that during a colostomy take down procedure, the device fired malformed staples which caused staple line leakage. This resulted in a convert to open. The procedure was aborted and will be performed at a later date. The patient has been discharged home with no further complications.